Event description:
Cpi received info that an inappropriate shock was delivered through this possis sutureless myocardial lead. Both rate sensing leads were capped and replaced. Noise on the rate sense channel. Recent change out with a new 1775 device. Noise was easily reproduced by manipulating pg pocket. Set screw was tight. Bipolar and unipolar checks of both leaks ok. Md couldn't determine which lead caused problems, so capped both and replaced with 0012 lead, which resolved problem. Procedure date in 1999.